Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up for a separate event a peritoneal dialysis nurse reported the patient was hospitalized for fluid overload from (B)(6) 2018. Additional information was solicited, but unavailable.

Manufacturer narrative:
There is a temporal relationship between continuous cycle peritoneal dialysis therapy with the liberty select cycler and the fluid overload that resulted in the hospitalization of the patient. The patient presented to the emergency room with increased fluid retention as well as lower extremities swelling and increased abdominal fluid. Increased back pain and right upper quadrant abdominal pain was also reported. Attempts to adjust the patient¿s peritoneal dialysis did not resolve was unsuccessful resulting in the patient¿s presentation at the hospital for further evaluation. However, it is not possible to determine the cause of the fluid overload with the limited available information. Fluid overload in a pd patient may reflect any combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction. CT scan of the abdomen showed moderate volume of free fluid in the abdomen, venous doppler study was negative for deep vein thrombosis bilaterally. Abdominal ultrasound also showed hepatic stenosis and hepatomegaly as well as a small amount of ascites. Fluid removal was conducted over the night via continuous cyclic peritoneal dialysis with 2.5l exchanges for a total of 15l using 2.5% and 4.25% solutions. The patient was discharged home on (B)(6) 2018 with follow up appointment in two weeks with nephrology and primary care physician.

Event description:
...